Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge alarm 1 occurred during basal delivery. Customer's blood glucose level was 130 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.